Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when connected, the image1 s registers the scope is connected, reads out it's serial information, but produces no image. Data for the attached camera is registered in the module information tab". No negative impact in state of health reported.